Event description:
It was reported that an ilet bionic pancreas repeatedly presented alert 65 indicating an audio malfunction consistent with an audio over/under current fault, and the alert recurred after restarts despite temporary recovery; blood glucose remained unaffected. Symptoms included no adverse clinical effects. Outcomes included no change to glycemic control and no medical intervention or hospitalization. Investigation included collection of event details, and receipt and inspection of the returned device. Investigation of this case revealed a device alarm consistent with an audio over/under current condition leading to restart behavior, indicative of an audible alarm malfunction associated with the pump¿s audio subsystem. It was concluded that the cause was an electrical malfunction of the audio circuit consistent with product performance issue.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.